Event description:
The customer reported that the reservoir had leak. Troubleshooting was done for reservoir leak. Customer's blood glucose was 587 mg/dl. The leak was located past the 2 black o-rings. Customer unsure whether there was air bubble in the reservoir. Advised the customer the sets and reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).